Manufacturer narrative:
One photo was received for evaluation. A review of the photo shows epoxy on the shaft of the cannula therefore failure mode is verified. The assembly rack may have tipped during production coming in contact with wet epoxy on an adjacent rack, or a misassembled cannula may have flipped during assembly coming in contact with an adjacent needle. Here are the things we've done to improve epoxy splatters and dripovers. Re-trained operators in regards to inspecting for epoxy dripovers and identify epoxy issues. Modified the line to prevent mis-assembled cannula from accumulating and causing epoxy on the caterpillar belts and other needles. Revised the visual instruction for epoxy application to assist the operators in adjusting the adhesive camera. The adhesive camera is used to assist the assembly associate with epoxy adjustments in regards to epoxy location. It is not used to disposition product. While these actions reduce the interaction required for the operator in regards to epoxy application, it is still dependent on the operator to continuously monitor the assembly process for epoxy issues. We will continue to provide coaching and feedback to them as we become aware of issues. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed. Assembly batch 6244983 had 192 visual inspections performed on 9,750 parts with zero defects noted. No quality notifications were written for this batch, nor for the associated assembly batch related to this failure mode.

Event description:
It was reported that before use of the bd blunt filter needle had foreign matter of an unknown crystal on the needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd¿ blunt filter needle had foreign matter of an unknown crystal on the needle.